Event description:
Caller reported a cgm error with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, and the caller successfully started their sensor session without the error recurring.